Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined. For the lot involved in this complaint we received in addition 59 complaints. All complaints came from the same clinic in another country. None of the complaint happened during the first use of the dialyser. The clinic cannot provide information that allows to reproduce the failure, as the problem does not exist anymore.

Event description:
Customer complains a rupture in the dialyzer at the beginning of the treatment. The blood loss was approximately 50 to 150 ml. There was no medical intervention necessary.